Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 7fr 45 cm destination sheath was received for product evaluation. There was no dilator received. Visual inspection revealed that damage was observed on the tip of the sheath. Microscopy confirmed that the sheath tip was damaged in a fashion where there was a bulge on the distal end of the sheath. In addition to this, the tip of the sheath also had some folds. The outer diameter of the sheath was measured to be in specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the tip of the artery encountered calcification that propagated various forces that deformed the tip of the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination ex guiding sheath was used to place a vba stent (gore) for a common iliac artery by contralateral approach. During the procedure, the tip of the guiding sheath hit the calcification of the artery and was deformed. As the guiding sheath was unable to reach the lesion due to the deformation, the guiding sheath was withdrawn and successfully remove from the patient. The device was not used and replaced with another destination ex guiding sheath of the same size and the approach was changed from contralateral to ipsilateral. Then the guiding sheath was able to reach the lesion and the procedure was successfully completed. The blood loss was less than 250cc's. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required.